Event description:
It was reported that noradrenaline was being administered to the pt via right radial insertion site. Three days after the catheter was inserted, the user was unable to withdraw blood and a blocked catheter was suspected. As a result, the physician inserted a new catheter via left radial site. The nurse reported that the pt had a heart attack that same morning, but is feeling good. She could not confirm that the two issues were related. Additional reported info stated that this user does not use heparin. Further additional info received on 06/03/2010 from the unit mgr stated that there was no relation between the incident and the heart attack. To date, the pt is deceased, but there is no relation between his death and the device. The device was not removed. A few times after this problem, the device began to work (no info on how long after the problem). The device was removed approximately 7 days after the insertion, is how it is mentioned in their procedure.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.